Event description:
According to the available information foley catheter was inserted and balloon was filled with 50mls of water. Before completing, the balloon burst. Foley was removed and a new balloon was inserted.

Event description:
According to the available information foley catheter was inserted and balloon was filled with 50mls of water. Before completing, the balloon burst. Foley was removed and a new balloon was inserted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9261125. Checking the quality databases revealed one non-conformity and a corrective and preventive action possibly in relation to the described defect: - nc tw822426: "pb ballons (bulles + agglutinés)" opened on 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-(B)(4): "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored.